Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Inside of mouth was pinched, injured [mouth injury]; the pin holding the head in place has both come loose and at time it has broken / brush head became loose as the pin became displaced [device breakage]. Case description: an adult female consumer of unspecified age reported via e-mail on 12-mar-2017 that a number of times in the last 12 months, the pin holding the head of the oral-b brushhead, version unknown in place had both come loose and at times it had broken. The consumer explained that this was after normal use with an oral-b rechargeable toothbrush, version unknown and while the brush head was only a few weeks old. The consumer asserted that to use the toothbrush head and have the inside of her mouth injured by the head was unpleasant. The case outcome was unknown. No further information was provided. On 16-mar-2017 received consumer's follow-up e-mail: the consumer reported that the condition of her mouth was "fine". She explained that she stopped using the brush head after the inside of her mouth was pinched by the loose brush head. She had kept the brush head, pins, etcetera but not the package. She stated that the brush head came with her new oral-b electric toothbrush. She stated that she had been using the brush head for about two or three weeks before the head became loose as the pin became displaced. She stated that she had a "similar" problem with a different oral-b brush head last year. She was no longer using the product but instead was using a manual toothbrush. The case outcome was now recovered. No further information was provided. On 20-mar-2017 received consumer's follow-up e-mail: the consumer reported that she would send the pieces of the toothbrush head. No further information was provided.